Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken sheath was unable to be confirmed; however, the strain relief was noted to be loose on the shaft, which is likely what was perceived by the reporter as the outer sheath. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the outer sheath of the absolute pro came out of the handle during backloading of the device onto the guidewire. The absolute pro had not entered the anatomy and was removed from the guidewire. Another absolute was used to complete the procedure without further incident. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.